Manufacturer narrative:
The evaluation found the main lamp was not working/error and the spare lamp was discoloring/ brown. Additionally, the customer's reported issue was confirmed as the processor was not holding the memory settings; goes back to default due to end of life battery. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the video processor was returned for evaluation for a reported "not holding memory settings back to default" during preparation for use. However, during inspection and testing, the service technician found the video processor's main lamp was not working (reportable) and the spare lamp was discolored/ brown. No patient injury or harm was reported.

Manufacturer narrative:
The aware date should be 22-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed the device was unable to retain the setting and return to the default value. It is presumed that the phenomenon pointed out was caused by a battery break-off, but this did not lead to the identification of the factors that caused the battery break-off. A main lamp error was also confirmed. It is presumed that the indicated phenomenon occurred due to the lamp break of lamp a, but it did not lead to the identification of the cause of the lamp break. The specific root cause of the battery break-off and the lamp break could not be determined at this time. Olympus will continue to monitor field performance for this device.